Event description:
Hello. I had my belly pierced professionally and I been using the product till the end. After a while I notice that my skin which is pierced is slowly ripping apart. Unfortunately I removed the piercing because there wasn't enough skin to hold the piercing. I got a scar on my bellybutton. I highly think that the problem occurred because of using the solution. Jd dental.